Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific report the ra lead had noise. The patient went to the ER with torsades. Its unknown if there is any intervention.